Manufacturer narrative:
The zoll thermogard xp ivtm system (s/n (B)(4)) was evaluated on 05/25/2016 at the customer's site. Evaluation results as follows: a review of the event log showed tcmid: 01 (pump failure) was observed, thus confirming the reported complaint. The device was inspected and no abnormalities were found. Examination of the circuit board showed no obvious damages. In troubleshooting the possible causes of the tcmid, it was found to be the lower board, when exchanged the tcmid: 01 error was resolved. In summary, the reported problem of the tcmid: 01 was confirmed during the review of the event log as well as during troubleshooting. The lower board was replaced which resolved the issue. The device was re-calibrated. The system passed all final functionality testing. Customer site visit performed.

Event description:
It was reported that after 10 minutes of starting patient therapy with the thermogard xp ivtm console (s/n (B)(4)) the roller pump stopped rotating and the system displayed tcmid: 01 (pump failed) error message. The therapy with the thermogard xp system was aborted. The patient's therapy was continued with an alternative method (type unknown). No patient sequelae was reported. No additional information was provided.